Event description:
The hearing performance is affected. Further medical intervention is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet. If the device is received in the future, the case will be re-opened and the device investigated.

Event description:
The hearing performance with the device is affected. It is unknown if an accident or trauma has occurred. The user has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The hearing performance with the device was affected. It was unknown if an accident or trauma had occurred. The user has been re-implanted.

Event description:
The hearing performance with the device was affected. It was unknown if an accident or trauma had occurred. The user has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report. On previous report the box "evaluation summary attached" in section h3 was selected inadvertently.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The hearing performance is affected. Further medical intervention is considered.